Manufacturer narrative:
Product analysis: the 10th distal stent segment was deformed. The distal tip was stubbed. Procedural image review: the images show the target lesion with severe stenosis and the severely tortuous nature of the vessel. The images also show the vessel with 2 wires inserted through the lesion which may indicate that it was a difficult lesion being treated. The images show pre-dilation attempts of the lesion and an attempt to deliver a stent across the lesion. The images show a stent being deployed at the lesion and post dilation attempts of this stent. Finally, the images show the vessel after post dilation with improved flow in the vessel. (B)(4).

Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion in the mid diagonal branch (svg). The lesion was severely tortuous and severely calcified with 99% stenosis. Device was removed from packaging per IFU and inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated 3 times. Resistance was encountered when advancing the device and excessive force was used. Device did not pass through a previously deployed stent. It is reported that the stent failed to cross the lesion that stent became deformed in vivo and another stent was used to treat the lesion. There was no patient injury reported.